Manufacturer narrative:
As reported, about 2 months post-implant of a phasix st mesh in a clean-contaminated site, the patient experienced abscess, fistula, underwent medical intervention and antibiotic treatment. To date, this is the only reported complaint for this manufacturing lot. Based on the information provided, no conclusions can be made. Infection and fistula formation are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device, as possible complications. Additionally, the warnings section of the IFU states "the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended." And "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Should additional information be provided, a supplemental MDR will be submitted. Device evaluated by MFR : not returned - remains implanted.

Event description:
As reported, the patient underwent an ostomy reversal on (B)(6) 2020 with implant of a phasix st mesh in an in underlay fashion. As reported, procedure was considered to be "clean-contaminated" and there was no significant amount of spillage (bowel) during the procedure. The patient was readmitted with fluid collection/abscess on (B)(6) 2020 with no clear sinus track at that time and was treated with multiple rounds of antibiotics. As reported, the patient had ir (interventional radiology) drains placed during (B)(6) 2021. It was reported that there was a sinus track to the bowel noted on (B)(6) 2021, during an ir (interventional radiology) drain check for the drain placed on (B)(6) 2021.